Event description:
The spouse of the home pt (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy. The spouse of the hp reported that the hp normally completes the apd therapy with no fluid in the peritoneum for the day. In 2003 when the cycler displayed "end of therapy" the hp did not feel empty as normally does but felt full. The hp performed a manual drain and removed approximately 3000mls of fluid. According to the hp's spouse, the hp's weight was 188lbs pre-manual drain and 181lbs post-manual drain. Follow up with the hp's healthcare professional reveals there was no pt injury or medical intervention as a result of this incident.